Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 23rd january 2024, it was reported by a sales rep via email that an ar-6480, dw arthroscopy fluid management dev was having pressure issues - it seemed to lose pressure in cases as it intermittently surge and drop off. Nurses loaded the pump tubing correctly. They also tried changing the pump tubing and ensured that it was loaded correctly. This was detected during use in a shoulder stabilization procedure on (B)(6) 2024. The procedure was completed successfully and they continued the procedure with occasionally impaired vision.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.